Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had contaminated battery contacts. It was also indicated that upper case and battery drawer were damaged and that a control knob was missing. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.